Manufacturer narrative:
Evaluation: method = device requested, but not yet returned. Additional manufacturer narrative: the device history record review was completed and confirms that this device passed all manufacturing and sterilization inspections. As indicated in the operative report, this explant is more likely due to patient conditions. The investigation reveals nothing to indicate a device quality deficiency that may have caused or contributed to this event.

Event description:
It was reported that an edwards annuloplasty ring was explanted after a duration of 6 months as the chordae tendon had fused on one of the native leaflets. The patient then underwent a mitral valve replacement. The received operative report indicates patient was diagnosed with recurrent severe mitral valve regurgitation. Anatomical findings indicate, "presence of large amount of adhesions inside pericardial cavity. Ascending aorta was free of internal plaquing. Cardiomegaly. The left atrial appendage was closed at the time of first operation several months ago and indeed the closure was still intact. The mitral valve repair, the ring was in the appropriate position with no dehiscence. The reason of the recurrent leakage was a shortening chordae with very dense adhesions between the free edge of the anterior leaflet and the chordae tendineae all the way down to the tip of papillary muscle". There has been no information to suggest a device malfunction related to this explant.

Manufacturer narrative:
Evaluation: x-ray. Device evaluation: received (1) valve in formalin. Minor cuts in the sewing fabric is evident most likely due to mechanical damage at explant. As received the ring exhibits minimal host tissue overgrowth. No other inconsistencies detected as the ring is intact, evident in the x-ray. Additional manufacturing narrative: host tissue/pannus growth is a complex process triggered by the interaction between the host and the device and is highly variable among patients. Literature defines pannus as a type of scarring and tissue ingrowth. It is not currently possible to predict the occurrence and severity for any given patient with an annuloplasty ring. A certain degree of host tissue growth is expected. However, abnormal or severe pannus growth can eventually affect the function of the device. According to literature, pannus typically occurs between 12 months to 5 years. Pannus occurring prior to 12 months is rare and suggests patient factors may have played a significant role. Since the mechanism of host tissue growth is still not fully understood, the root cause for the host tissue growth for this particular device cannot be determined at this time.